Event description:
It was reported that a programming wand was performing slowly and a new wand was requested. The old programming wand was returned to the manufacturer. Product analysis revealed that the serial data cable had intermittent conductors which could contribute to communication errors.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.